Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling. Imaging review: "one (1) fluoroscopic still image and one (1) echocardiographic video of the reported device were provided. Both the fluoro image and echo video were taken post deployment, as the clip can be visualized fully deployed with no cds in view in the echo video; the cds can be seen retracted into the sgc in the fluoro image. The echo video captures an intercommissural view with color doppler. The intercommissural view captures the medial - lateral cross-section of the valve (commissure to commissure, long-axis) that spans the line of coaptation. An intercommissural view captures the side-view of the clip on the valve, parallel to the clip arm plane. As such, the clip arm angle cannot be assessed in the echo video provided. The fluoroscopic image provides a view of the clip that is angulated, making it difficult to assess the clip arm angle as it cannot be directly visualized. Based on the tip-to-tip distance of the clip arms, the clip arm angle appears to be ~25° - 30°. This is an estimation based on visual assessment with the naked eye and is not confirmed. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. In addition, the reported failed efaa check in which it was reported that "during establish final arm angle (efaa), the clip appeared to open from 20 degrees to 60 degrees" cannot be confirmed via cine evaluation as the provided image and video do not capture this reported observation. There are no additional observations based on the image and video provided."

Event description:
It was reported that a patient presented with grade 4 secondary mitral regurgitation (mr) for a mitraclip procedure. During establish final arm angle (efaa), the clip appeared to open from 20 degrees to 60 degrees. As troubleshooting, the clip was unlocked, arms opened to 120 degrees, locked early at approximately 120 degrees, closed, and perform efaa again. The clip appeared to open slightly during efaa, but stopped and did not continue to open. It was suggested to remove this clip and replace it, but the operator was content with continuing. There was adequate leaflet insertion on both leaflets and the mr was reduced to grade 1. The clip was deployed and remained stable. Per the physician, the clip opened due to a device issue with the locking mechanism. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.